Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, residual liquid and foreign matter came out from the suction cylinder. In addition, angle knob play, insufficient bending angle due to the elongation of the angle wire, suction cylinder dirt, scope connector corrosion, and wrinkles in the insertion part due to external factors observation were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that a lens water drop leak was noted with the evis lucera elite gastrointestinal videoscope. During a standard service inspection of the customer returned device, residual liquid and foreign matter came out from the suction cylinder. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the observed foreign matter that was exiting from the suction cylinder. A definitive root cause for this issue was not established. However, it is probable that issue occurred because the device was insufficiently reprocessed or mishandled. Olympus will continue to monitor field performance for this device.